Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
B5: it was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 798 mg/dl; cause was unknown. Customer attempted to self-treat via bolus via the pump; however, was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.